Manufacturer narrative:
A visual inspection found damage to the left side of the generator. This type of damage is indicative of the generator receiving a blow. The generator was attached to a test terminal and there were no pertinent error codes stored in memory. Initial testing found the generator functioned normally and within specifications. The generator passed the automated safety test. The high and low frequency leakage currents were specifically tested and were found to be normal and within specifications. The cause of the customers report could not be determined. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.